Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('I was bleeding heavily 23/28 days / too much bleeding') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital haemorrhage, menstruation irregular, iud dislocation, adnexa uteri pain, endometritis, menometrorrhagia, adenomyosis, grand multiparity, oral contraceptive, obesity and menometrorrhagia. Previously administered products included for an unreported indication: depo provera, tylenol, mirena and doxycycline. Past adverse reactions to the above products included vaginal haemorrhage with mirena. Concomitant products included atenolol, chlortalidone (chlorthalidone), ibuprofen, megestrol and phentermine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: missing ¿ gone / essure fell out- disappeared / unable to find coils"), mood altered ("hormonal changes describe:(moody)"), anger ("hormonal changes describe:(angry)"), aggression ("hormonal changes describe:(violent)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I was bleeding heavily 23/28 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, device expulsion, mood altered, anger, aggression, female sexual dysfunction, fatigue, alopecia and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, aggression, alopecia, anger, device expulsion, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side, 3 trailing coils into the uterine cavity were noted, and on the left side, 3 trailing coils into the uterine cavity were noted. She did not claim that essure worsened a previously existing injury/condition. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pathology test - on 27-nov-2013: result: 1 benign cervical transformation zone 2. Benign basalis endometrium. 3. Adenomyosis. 4. Histologically normal bilateral fallopian tubes. Ultrasound scan vagina - on 06-sep-2013: essure device was not found on the x-ray or vaginally. X-ray - on 27-nov-2013: coils were nowhere to be found so it is presumed that they were expulsed with all the bleeding she has been having. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('I was bleeding heavily 23/28 days / too much bleeding') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital haemorrhage, menstruation irregular, iud dislocation, adnexa uteri pain, endometritis, menometrorrhagia, adenomyosis, grand multiparity, oral contraceptive, obesity and menometrorrhagia. Previously administered products included for an unreported indication: depo provera, tylenol, mirena and doxycycline. Past adverse reactions to the above products included vaginal haemorrhage with mirena. Concomitant products included atenolol, chlortalidone (chlorthalidone), ibuprofen, megestrol and phentermine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: missing ¿ gone / essure fell out- disappeared / unable to find coils"), mood altered ("hormonal changes describe:(moody)"), anger ("hormonal changes describe:(angry)"), aggression ("hormonal changes describe:(violent)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I was bleeding heavily 23/28 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and procedural haemorrhage ("complications or problems that occurred at the time of your essure placement procedure-some bleeding") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, device expulsion, mood altered, anger, aggression, female sexual dysfunction, fatigue, weight increased and procedural haemorrhage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and alopecia had resolved. The reporter considered abdominal pain, aggression, alopecia, anger, device expulsion, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, procedural haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side, 3 trailing coils into the uterine cavity were noted, and on the left side, 3 trailing coils into the uterine cavity were noted. She did not claim that essure worsened a previously existing injury/condition. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: 1. Essure devices are not visualized and most likely have migrated/been discharged out of the uterine cavity. A kub was obtained following the examination and the essure devices are not seen overlying the abdomen. 2. No filling of fallopian tubes or spill into the peritoneal cavity.. Pathology test - on (B)(6) 2013: result: 1 benign cervical transformation zone 2. Benign basalis endometrium 3. Adenomyosis 4. Histologically normal bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: essure device was not found on the x-ray or vaginally. X-ray - on (B)(6) 2013: coils were nowhere to be found so it is presumed that they were exposed with all the bleeding she has been having. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event complications or problems that occurred at the time of your essure placement procedure-some bleeding added. Reporters information added. Lab data were added. Event outcome were updated to recovered: bleeding, hair loss. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('I was bleeding heavily 23/28 days / too much bleeding') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital haemorrhage, menstruation irregular, iud threads not visible, adnexa uteri pain, endometritis, menometrorrhagia, adenomyosis, grand multiparity, oral contraceptive, morbid obesity and menometrorrhagia. Previously administered products included for an unreported indication: depo provera, tylenol, mirena and doxycycline. Past adverse reactions to the above products included vaginal haemorrhage with mirena. Concomitant products included atenolol, chlortalidone (chlorthalidone), ibuprofen, megestrol and phentermine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: missing ¿ gone / essure fell out- disappeared / unable to find coils"), mood altered ("hormonal changes describe:(moody)"), anger ("hormonal changes describe:(angry)"), aggression ("hormonal changes describe:(violent)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I was bleeding heavily 23/28 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, device expulsion, mood altered, anger, aggression, female sexual dysfunction, fatigue, alopecia and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, aggression, alopecia, anger, device expulsion, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on the right side, 3 trailing coils into the uterine cavity were noted, and on the left side, 3 trailing coils into the uterine cavity were noted. She did not claim that essure worsened a previously existing injury/condition. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pathology test - on (B)(6) 2013: result: 1 benign cervical transformation zone, benign basalis endometrium, adenomyosis, histologically normal bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2013: essure device was not found on the x-ray or vaginally. X-ray - on (B)(6) 2013: coils were nowhere to be found so it is presumed that they were expulsed with all the bleeding she has been having. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy bleeding, abnormal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received: previously reported event "injury to herself" updated to "migration of essure device location of device: missing ¿ gone / essure fell out- disappeared / unable to find coils", events:" hormonal changes describe:(moody), hormonal changes describe:(angry), hormonal changes describe:(violent), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), fatigue, hair loss, weight gain / loss specify which one: weight gain,abdominal pain, I was bleeding heavily 23/28 days", reporter, lab data, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.